Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there are black particles in the syringe. To aid in the investigation, one sample in a plastic bag was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. There is a particle at the bottom of the syringe that is about 1/32" in size. It appears similar to the material of the syringe rubber stopper. The rubber stopper in the syringe returned has no damages. No other defects or imperfections were observed. This defect could occur if a particle became loose from one rubber stopper and adhered to the lubricant on the rubber stopper in the sample received. A device history record review was completed for provided material number 301031, lot 4029706. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 301031 lot: 4029706. It was reported by customer that black particles in 20ml syringe. Verbatim: rcc received a complaint via email. Email(s) attached. Foreign substance black particles in 20 ml syringe - (B)(6) has sample in (B)(6). Mfg. Sku number 301031. Lot number 4029706.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material: 301031 lot: 4029706 it was reported by customer that black particles in 20ml syringe verbatim: rcc received a complaint via email. Email(s) attached foreign substance black particles in 20 ml syringe - sandy has sample in waukegan mfg. Sku number 301031 lot number 4029706